Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are not working. Customer states that there is a blank screen. The blood glucose reading is 365 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and had no audio beep anomaly or blank display noted. The act button did not respond due to flattened button dome switch. No further tests could be performed due to unresponsive button. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.